Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated customer stated device had a autofll failure during use. Unit was swapped with a known good unit to avoid patient therapy delay. Onsite confirmed unit had a autofill failure logged in the logs. Ran unit on for an hour no failures occurred. Was able to successfully perform 8 autofill's with no issues. Unable to duplicate failure, unit returned to customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. This issue was identified during use. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).